Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the up and down keypad buttons were having a delayed response to inputs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 30-jul-2018 with the following findings: during investigation, no damage or peeling was found to the keypad. The ok, contrast, up arrow, and down arrow keypad buttons were intermittently responsive. The keypad was removed and contamination was found under the all the button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.